Event description:
It was reported that a physician trained in the use of the perclose proglide device, achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during needle plunger removal, the suture "ruptures" (breaks) at the "junction (posterior tip/posterior cuff) between the suture rail and the link." The suture rupture (break) occurs "before any tension is applied on the suture and before the quick cut activation. The procedure could be completed (hemostasis was achieved) as the rupture occurred after the suture rail passed through the knot." There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found both cuffs successfully captured the needles during needle deployment. During needle plunger retraction, posterior cuff-to-needle tip detachment occurred as evidenced by damaged posterior cuff tabs. This could appear very similar to the reported suture/link break while removing the needle plunger. During processing of this complaint attempts were made to obtain complete event, pt and device information. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. Based on the investigation findings, the root cause for the posterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any finding relevant to this report.